Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the fiber optic module to resolve the issue. In addition, the power cord was also replaced due to the cable having a non-manufacturer plug installed. The stm then completed the pm and performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement and no adverse event was reported.